Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the b30 scope communication error could not be determined as the issue was not reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchovideoscope exhibited b30 scope communication error. The issue occurred during an unknown procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned, and an evaluation could not confirm the customer allegation. The b30 error described by the customer was not found during the inspection. Charge coupled device (ccd) cover lens and universal cord had a scratch. The connecting tube had a dent. The protector of the connecting tube was damaged. Switch box unit had a short cable. Air valve unit was damaged. The device exhibited play and reduced angulation. Third party repair was noted. The device failed the insulation test. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.